Manufacturer narrative:
It was reported to abbott, a rep tried to pair with a patient¿s ipg and got the ¿cannot connect to generator message¿ with the patient controller. After some discussion, the patient did mention having a procedure without system being in surgery mode. When queried with the clinician programmer, the ipg issued the attempted to repair message. However, no connection was established. Upon investigation of the provided cp logs by tech services, it was confirmed that the ipg was in service app mode. During cp to ipg communication multiple ipg repair attempts were noticed but unsuccessful. If a 2nd cp and a bluetooth chip reset had already been attempted then all troubleshooting steps have been exhausted, and the ipg would be considered inoperable. The ipg was replaced with complications. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient may undergo surgical intervention ot address the issue.

Event description:
It was reported the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. Next course of action is undetermined at this time.

Manufacturer narrative:
Date of the event is estimated.